Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal/protruding silver metallic coils from the fallopian tube") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hemorrhoidectomy, nocturia, urination urgency of, rectocele, hemorrhoids, uterine fibroid, joint pain, abdominal pain, shortness of breath, galactorrhea, memory disturbance, libido decreased, concentration impairment, behavioural disorder, fatigue, vomiting, mammoplasty, dysfunctional uterine bleeding, migraine, hypercholesteremia, fibromyalgia, dysrhythmias, breast discharge, depression, asthma, arthritis, palpitations, arrhythmia, anxiety, constipation chronic, endometrial ablation, pelvic pain, cystoscopy, stress urinary incontinence and vaginal bleeding. Previously administered products included: oral contraceptive nos, amoxicillin, darvon compound and oxycodone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4677 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: hemorrhoids. Uterus with or without adnexa-except neoplastic/prolapse, uterus, bilateral tubes and ovaries. Pre and post op diagnosis: dub (dysfunctional uterine bleeding), rectocele, urge and stress incontinence, leiomyoma of uterus. Urgency of urination, urinary frequency, nocturia final diagnosis. Hemorrhoids, hemorrhoidectomy: squamous mucosa with hemorrhoidal change and overlying hyperparakeratosis negative for dysplasia and malignancy. Uterus, cervix, bilateral tubes & ovaries, hysterectomy with bilateral salpingo-oophorectomy: cervix: focal hyperparakeratosis; negative for dysplasia. Endometrium: inactive pattern; negative for hyperplasia. Myometrium: leiomyomata. Fallopian tubes: no pathologic change; metallic coils x2 present. Ovaries: corpus luteum with benign epithelial inclusions. Malignancy is not identified. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records... Fallopian tube perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: event "medical device removal updated to falopian tube perforation" reporters information, medical history and surgical pathological reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.